Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a rash. The patient's rash was located on his back under the therapy electrode pads. The patient was allergic to all metals. The patient's physician prescribed the patient a medication for the rash. Follow-up indicated the condition of the rash was the same. The medical outcome of the rash is unknown.